Manufacturer narrative:
After conducting a limited investigation into this claim vygon cannot confirm a quality problem with this device. Due the absence of the defective device for verification the actual root cause could not be determined. A lot history review was performed. The quality control inspection records reveal zero non-conformities identified during this particular lot manufactured in february 2014. In addition, a review of the complaint database was performed, and the records indicate this is the only complaint received for this lot. No corrective action will be initiated at this time. However, vygon will enter this into our complaint log and continue monitor for complaints against cms-808-1.

Event description:
Set leaking from white hub/clear plastic connection. The patient outcome was exposure to medication.